Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the patient's weight at the time of the event was unknown. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the rep was with the patient and enabled adaptive stimulation today, but when the rep used the patient controller everything was set to 0. The patient came in on group a1 and today they added group c. The session reported showed programs at the end of the session intensity were 0.0 to 1.8 ma and adaptive stimulation (as) was enabled. All checked positions in group a1 were set to 1.0 ma. The rep had the patient lay on their right side, waited 30 seconds and then adjusted it to .8 ma. There upright position was adjusted from 1.0 to .8 even though they did not make any adjustments to it. The caller confirmed that all orientations were correct. When checking the overview in adaptive stimulation the following was reported: group a all 0 ma group c upright - 0 ma, lying back 1.2 ma, lying front 0.0 ma, lying left 1.4 ma, lying is 1.6 ma the rep confirmed that it saved the lying positions, but it did not save the upright. Technical services reviewed that it appeared that the settings didn¿t save either due to programming or a communication issue with the latter not being very common at all. It was advised that the rep reprogram and confirm in the overview menu that all values were set to the desired values before ending the session and then test with the patient controller again. No symptoms were reported. The event occurred on (B)(6) 2019. The rep called back because they had finished the session and confirmed group c programming in the overview of the table and everything showed appropriately there. However when they used the patient controller they saw as was enabled, but everything was set to 0. The caller reported that the patient was instructed on use of setting for a. The rep would send a report to technical services for review. No further complications were reported/anticipated. Additional information was received from a manufacturer representative (rep) on 2019-12-02, reporting that the rep had got a text from the patient after their programming session stating that after trying to program all the intensity setting for every position, it seems like all the adaptive stimulation setting for all groups were holding. They stated that they¿d keep them updated if anything changed. The rep indicated that they had not heard from the patient since and so they assumed the issue resolved itself, but the rep stated that there was some kind of issue there that they had never experienced. No further complications were reported/anticipated.